Manufacturer narrative:
Third party evaluation.

Event description:
A patient had sat on the cot while it was at half height and then the entire unit dropped to the ground. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.